Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, tonsillectomy, depression, drug allergy (codeine phosphate; codeine sulfate), lumbar disc disease, menorrhagia, uterine leiomyoma, uterine dilation and curettage, colposcopy, cholecystectomy, c-section, pre-menstrual tension syndrome, obesity, genital infection fungal, parity 1, gravida ii and herpes nos. The patient had a family history of breast cancer, lung cancer and lymphoma. Concurrent conditions were listed as adenomyosis and leiomyoma. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2695 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: findings: linear tubal occlusion devices are seen bilaterally. Progressive opacification of the normal appearing endometrial cavity is noted. Few round lucent filling defects toward the right cornu / believe represent air bubbles. No definite other filling defect or extravasation or intravasation. No opacification of the fallopian tubes. Impression: occluded fallopian tubes. No free intraperitoneal spill of contrast. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: unremarkable cervix. Secretory endometrium with tubal metaplasia. Leiomyomas. Adenomyosis. Paratubal cysts. Gross description: the right fimbriated fallopian tube measures 9.0 cm in length x 0.6 cm in diameter. The serosal surface is red-purple with multiple paratubal cysts ranging from 0.1 - 0.5 cm. The left fimbriated fallopian tube measures 8.5 cm in length x 0.5 cm in diameter [pregnancy test] on (B)(6) 2014: negative [ultrasound pelvis] on (B)(6) 2020: examination: us pelvis complete (ta/tv) with complete doppler. Clinical indication: menorrhagia with regular cycle. Findings: the essure coils described in the clinical history are not clearly visualized. Impression: there are 2 intramural fibroids in the fundal region. Right ovary is normal in size. Left ovary could not be identified. The essure coils described in the clinical history are not clearly visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2021, 2767 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2767 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.